Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine dual chamber pacemaker insertion. During the procedure it was noted that the physician was unable to get a suitable position in the atrium for the atrial lead. Multiple attempts did not provide good sensing. The physician believed the patient's atrium was too damaged due to a previous unrelated maze (atrial fibrillation) procedure. A spot was chosen and the atrial lead installed and attached to the pacemaker. After closing the pocket it was noted hat the atrial lead was not in the usual target position but had dislodged straight down. The physician elected not to reopen the pocket as there was more risk involved and noted he would not be able to get good parameters from the atrial lead due to the patient's damaged atrial tissue from the maze. The atrial lead was programmed inactive still attached to the pacemaker and left in situ. No further intervention was planned. The patient will be monitored routinely and was stable before, during and after the procedure.